Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec38-i10l-us is available in the USA with a 510k number: k131855. We checked the returned unit and confirmed that the shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).